Event description:
It was reported that the right atrial (ra) lead exhibited a high undefined lead impedance warning, unstable thresholds and noise. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.